Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the phaco tip was blocked at the beginning of the cortex aspiration step during a cataract procedure with intraocular lens implant. A corneal burn was noted at the entry of the eye. The phaco tip was replaced and the procedure was completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. During the procedure the patients iris prolapsed. The procedure was concluded with three point sutures to the wound. Postoperatively, the patient was treated with topical medications, a rigid gas permeable contact lens and a hybrid lens. The patient is considered to have "important astigmatism" that has persisted. No further treatment or intervention is planned as the patient does not want to be operated on again due to age.

Manufacturer narrative:
Corrected information provided. A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned by the customer and the device history record reviews indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).